Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The steerable guide catheter device referenced is being filed under a separate medwatch MFR number. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the mitraclip was deployed, the clip detached from both leaflets and embolized to the left ventricle which constitutes a serious injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. The second clip delivery system ((B)(4)) was advanced to the mitral valve leaflets and deployed; however, after deployment, the clip completely detached from both leaflets and remained stable in the left ventricle. Two additional clips were implanted. The mr was reduced to 2-3 with 4 implanted mitraclips. After the steerable guiding catheter was removed, an atrial septal defect was observed; therefore, a septal occluder was implanted for successful treatment of the shunt. The patient was confirmed to be clinically stable post-procedure, and remained hospitalized, being hemolyzed for other issues. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation concluded that the complete clip detachment appears to be related to the challenging patient anatomy. The reported patient effects of embolism, hemolysis, and failure to retrieve mitraclip system components, are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial reports, the following information was provided: prior to the procedure, a leaflet flail and prolapse were visible. After the first clip was implanted, the mr was reduced to 3-4. The second clip was implanted which reduced the mr to 3. The second clip originally appeared to have detached from one leaflet, remaining on the other leaflet (single leaflet device attachment/slda), but was observed to have completely detached, and was stationary below the valve. Patient still had significant a mitral regurgitation (mr) of 3-4; therefore, 2 additional clips were implanted. It is the physicians opinion that leaflet morphology contributed to the clip detachment. During the procedure, an atrial septal defect (asd) plug was implanted on the mitral valve in the a1/p1 location, and not on the septum as initially reported. Follow up imaging clarified that the clip was located in the inferior corner of the left atrium, not the left ventricle as initially reported. The patient developed hemolysis post-procedure, and was hospitalized. The hemolysis was not resolved; therefore, the patient was sent for mitral valve replacement surgery. No additional information was provided.